Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to the customer&#38112;blood glucose level. The customer changed the supplies on the pump and had not received another occlusion.